Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of (B)(6)2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. H3 other text : see h.10

Event description:
It was reported that the needle clogged during priming with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.

Event description:
It was reported that the needle clogged during priming with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes . D.10. Returned to manufacturer on: 4/20/2020. H.6. Investigation: customer returned (8) open 4mm, 32g pen needles without the tear drop label. Customer states that the needle clogged during priming. All returned pen needles were examined and all exhibited a bent non patient end of the cannula. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9106637. Medical device expiration date: 2024-04-30. Device manufacture date: 2019-04-16. Medical device lot #: 9183088. Medical device expiration date: 2024-07-31. Device manufacture date: 2019-07-02. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle clogged during priming with a bd ultra-fine¿ pen needle. The following information was provided by the initial reporter: it was reported that needle clogged during priming.